Manufacturer narrative:
Patient information not provided due to legal/confidential reasons. The device was not returned to the manufacture, so no analysis was conducted. The device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that the articulating arm could not be fixed. It was explained that the event was due to degradation of the product. The procedure was completed with the continuous use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The articulating arm was returned to the manufacturer for analysis. Analysis found that the handle of the returned articulating arm was locked up. Analysis found that the reported event was related to a mechanical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.